Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with blood glucose value over 500 mg/dl. Customer also had high blood glucose on (B)(6) 2020 with value 470 mg/dl and on (B)(6) 2020 it was 583 mg/dl. Customer was treated with syringe and declined to troubleshoot. Customer also stated that infusion set cannula was bent. The insulin pump will not returned for analysis.